Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was due to touch contamination. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was not hospitalized. The patient was treated with ceftazidime (2g,intraperitoneal, discontinued), vancomycin (1750mg, three doses, intraperitoneal, discontinued) and nystatin (500,000 iu, one tablet four times per day for 21 days). Pd therapy is ongoing. It was not reported whether the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.